Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient called stating he experienced multiple controller fault alarms. Preliminary log files show controller fault alarms and an aps failure. Site recommended a controller and a controller exchange was performed. The controller was returned to manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of the returned controller revealed that it passed visual and functional testing. Review of the log files reveled controller fault alarms with the description "sys_uic_aps_fail". These alarms could not be duplicated at the bench level. The controller fault alarms are most likely are due to a leaky diode on the automatic power switch (aps) circuit of the controller. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. In addition the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Even though a controller malfunction is a failure mode that could potentially lead to patient harm, clinical results and commercial experience demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. It can be concluded that the known and foreseeable risks in an event associated with a controller malfunction, wherein the hvad pump stops and successfully restarts, are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states per site that a patient called stating he experienced multiple controller fault alarms. Preliminary log files show controller fault alarms and an automatic power switch (aps) failure. Site removed the controller from service and a controller exchange was performed. The controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.